Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(6), ubd: 09-jan-2006, UDI #: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 18-nov-2018, ud I#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding a patient with a deep brain stimulation implanted neurostimulator (ins). It was reported that during a routine clinic visit, high impedance was detected at contacts 0-1. The healthcare professional (hcp re-ran the impedance test at auto ramp and 0.7, with no change in the abnormal values. Environmental/external/patient factors that may have led or contributed to the issue are unknown. The patient¿s symptoms were not affected, and no changes were made to the active contacts used. As patient is not affected, no surgical intervention occurred or was planned. The issue was resolved at the time of the report.